Manufacturer narrative:
The implant was returned and evaluated. It was found to meet specs. Lot number and med history info still have not been rec'd. The implant is not believed to be the cause of failure.

Event description:
Five implants placed 5/27/97. One failed to integrate and was removed 11/7/97. One person affected.